Event description:
It was reported that the implantable pulse generator (ipg) had rotated in the pocket when the patient lost weight. The ipg was no longer holding a charge and the patient also noted that the stimulation was not helping as much as it used to. The patient underwent a revision procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively and the explanted device was discarded.